Manufacturer narrative:
Unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump received with reservoir tube lip completely broken off and loose/protruded drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damage. Customer's blood glucose level was 258 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the whole piece always comes out due to dislocation of the part of drive support cap. Customer stated that the drive support cap was loosed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.